Event description:
It was reported that about a year ago, the patient underwent an unknown surgery with a va calcaneal plate and screws for a calcaneal fracture. On (B)(6) 2024, the patient underwent a removal surgery because bone union was achieved. During the removal surgery, (6) screws near the subtalar joint were found to be broken off. It is unclear whether it was twisted off at the time of removal or if it broke off at some other time, it is unclear at what point the screws broke off. The (6) screws were broken off just below the screw heads. Only the screw heads were removed, and the shaft parts of the screws were remained in the patient's body. The removal surgery was completed successfully within 30 minutes delay. The surgeon commented that in highly active patients, the loading on the screws just below the articular surface is significant, and the screws may not have enough metal for the load. No further information is available. This report is for one (1) unk - screws: locking. This is report 4 of 6 for complaint (B)(4),

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: implantation day, month, year unknown. Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unk - screws: locking: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.